Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the condition of the sample returned it is confirmed that the stent failed to deploy and also the bend of the metal rod could be confirmed. The stent was found completely loaded in system, but could be released without issues during sample evaluation. However, regarding the sample condition upon receipt it is concluded that high deployment forces must have been present, which had caused the bend of the metal rod during the attempt to deploy the stent during the procedure. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. This kind of event may be associated with a difficult patient anatomy or a challenging placement site resulting into high friction during the attempt to release the stent. Insufficient flushing of the device could be also a contributing factor for the reported event. In this case no information regarding the anatomic condition and also no further procedural details were provided. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment" and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the IFU demands for sufficiently flushing of the device through both luer ports prior to use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent would not deploy. The stent system was exchanged over the guide wire for new stent system that was prepped and deployed successfully. As reported the pusher rod was bowing as the physician pushed and pulled. There is no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the delivery system catheter kinked while being advanced to the lesion site. Therefore, the stent could not be deployed. The delivery system was removed over the guide wire without issue. Another stent was implanted successfully. No pt injury was reported.